Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had a noisy motor and the pump assembly needs to be replaced. Patient involvement is unknown.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the reported issue was verified. The failure analysis technician reported that the identified root cause of the reported issue was isolated to mechanical damage to the pump bearing. If information is provided in the future, a supplemental report will be issued.